Event description:
Event description guidant received information that this patient was exhibiting low r-waves with high pacing thresholds. An x-ray revealed the reliance s lead had dislodged from this patient's ventricle. The lead was explanted and successfully replaced with a non- guidant lead.